Event description:
Correction: the reason for exchange was a broken bend relief of the power cord on the controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the strain relief on the system controller was not confirmed as no photos were submitted for review and the controller was not returned for analysis. Additional information provided communicated that the controller was exchanged due to damage to the strain relief on the controller power cable. The exchanged controller will not be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 21nov2019. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including their system controller power cables. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a new heartmate 2 controller (B)(4) on (B)(6) 2022. The reason for the exchange was a broken bend which caused a relief of the power cord from hm2 controller (B)(4). The controller was not returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.